Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had been waiting 3 weeks for the new physician appointment and had been experiencing ¿terrible times¿ and would see the new physician on wednesday (B)(6) 2016. The patient stated that they had seen the new physician once/twice and they want to find out where the medicine is going and why the pump was not working. Per the patient the new physician was planning on doing a catheter dye study and would have to "start from ground zero" because they do not know if it is even working and maybe they may have to replace it because the patient stated she was still having a hard, hard time with no results. The patient stated that their other physician did not get anything done, did not give the patient the meds needed and did not put the med in the pump as intended and then the physician left the clinic. The patient thought maybe morphine, 3-4 medicines, they had her ¿all messed up¿. The patient stated that the physician did not know what they were doing and maybe was not trained properly. Way over ½ of the it was left in the reservoir at the refills (2015) but they took it out and put in the new drug anyway. Per the patient that physician left the clinic. The patient also stated that the it morphine was at ¿the lowest dose¿, med was wasted, always a little bit left, they put more new it drug in and some more it drugs mixed with it at the pump refills but the patient had no drug details. The patient further stated that the it med was ¿not releasing¿ properly within the last year (2015). The patient stated they never got the records but were supposed to write down all the med information and did not know how they could do that. Per the patient the drug infusion system worked good for 4 years with their old physician and the patient did good for 4 years, never needing much medicine but within the last year the patient has had no relief from the pump/catheter 7-8 months (2015). The patient has been on breakthrough meds for her pain and that they would last about a month (or two months) or longer (hydrocodone acetaminathen 7.5.325 t per pt ) and she would need more meds. The old physician gave her a months worth because she was out of it that last month and the new physician gave her a prescription of it to last until the (B)(6). When the patient was seeing her old physician she would not need hardly any of that med but the other physician would not give her the med so she had to keep going to him. The patient also stated that with the other physician there were always many nurses conducting the different refills but a nurse stuck the patient six to seven times ( patient¿s stomach was bleeding) to be able to access the reservoir. (2015). That nurse acted like she did not know what she was doing per the patient and did not look at the machine/8840 programmer. Per the patient the drug infusion system was not ok.

Event description:
Information was received from a consumer regarding a patient receiving morphine 20mg/ml at 2.434 mg/day bupivacaine 2.5mg/ml at 0.3043 mg/day, sufentanil 50.0 mcg at 6.086 mcg and clonidine 30.0 50 ug/ml at 6.0 via an implantable pump for non-malignant pain and post laminectomy pain. The patient¿s medical history included high blood pressure, high cholesterol, diabetes, osteoporosis, arthritis and cancer. The patient¿s allergies were codeine, gabapentin, compazine, phenergan and reglan. The other medications the patient was taking at the time of the event were metformin, atorvastatin, furosemide, omeprazole, metoprolol, levothyroxine, alprazolam, aspirin, potassium, omega-3, calcium, and stool softener. The patient was not getting pain relief from the pump, but the situation is being addressed by the healthcare provider. On (B)(6) 2016, the patient further reported the patient¿s healthcare provider told the patient the pump wasn¿t working. The patient was going for x-rays on (B)(6) 2016 to check everything. An MRI was done on (B)(6) and the results were not provided. On (B)(6) 2016, the patient further reported that her physician sent the patient for an MRI because "he didn't think the pump was working." Per the clinic note the patient was experiencing low back pain. The patient¿s implanting physician had retired and the patient had no problems with their pump under his care. The patient started to go to a different physician who didn¿t take care of the patient or the pump. The patient was seeking a physician to take proper care of their pump. The patient felt like they were slowly dying if this doesn¿t get resolved. The patient also stated that there was a discrepancy between the amount of medicine still required to be in the pump versus the amount that was received. The patient further reports they get minimal pain benefit. The patient¿s pain was located low back pain, feet and legs. Pain onset 20/10. The pain etiology was unknown, motor vehicle accident. The pain frequency fluctuating but usually present. The pain was described as aching, numb, throbbing and tingling. The average pain score vas 7. Pain exacerbation bending or stooping, changing from sitting to standing, lying on side. Pain alleviation lying on back. The patient has had several injections from the healthcare provider which did help.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient continued to get worse but the patient was hoping they would have more info after they sees the doctor on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.